Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. Provided ventilator logs were reviewed. Alarms for airway pressure high was noted. Generated alarms had been silenced by the user. Ventilation mode was set to volume control. The airway pressure is then dependent on the tidal volume, the inspiration time and the resistance and compliance of the respiratory system. The set tidal volume will always be delivered. An increase in resistance and decrease in compliance will lead to an increased airway pressure. When the highest pressure value significantly exceeding the pressure limit, the ventilator will anticipate this and will limit the respiratory cycle before reaching it. Consequently, the pressure value responsible for exceeding the limit will not be displayed since the ventilator limits before reaching it for reasons of safety (barotraumatic consequence for the patient). Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).